Event description:
Additional information received later indicated that the pump was replaced because it was "acting erratic"; there were 20 months until eri (elective replacement indicator). It was also added that patient reported "feeling bad". Following replacement patient outcome was noted as recovered without sequel.

Event description:
Additional information: the patient indicated that pump was replaced after a little over 5 years and reported that they were told by the hcp it would last 7-10 years. The patient further reported that the pump had been put in 'too deep' at the beginning and they had 2 surgeries to fix it. The patient also reported that morphine caused their body to swell; the medication was changed to dilaudid that caused even more swelling and withdrawal. The hcp then used fentanyl.

Manufacturer narrative:
Analysis of the returned device was not available at the time of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal-type symptoms including sweating. An alarm was heard. Telemetry confirmed a critical alarm occurred. Safe state occurred. Reset occurred - low battery. It was indicated that the logs overflowed with low battery reset logs. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor feed thru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk. (B)(4).